Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the ICD implant procedure, the lead would not go into the port of the header. A different ICD was used and the lead was connected without issue. The patient was stable.

Manufacturer narrative:
The reported field event of difficulty inserting the lead could not be confirmed. Testing showed that the set screw was able to properly secure the test leads and the lead bore diameters were within specifications. The cause of the field event could not be determined.